Event description:
Notice was received by ciba vision in 2002 that there was a pending legal action where the above patient was suing the surgeon for incorrectly placing a memorylens in the sulcus of the patient's eye in 1998. The patient's attorney stated that there was not a problem with the memorylens, but the patient is alleging that the problem was the result of the surgical technique used by the surgeon. The patient's visual acuity was measured as 20/40 on 10/2000; at the latest exam on 9/2001, the patient's visual acuity was 20/400.